Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The pt reported experiencing elevated blood glucose levels (greater than 500 mg/dl) over the past 3 to 4 weeks. The pt noted that she receives an alarm stating that her maximum total daily dose exceeds 60 units.